Event description:
Implantable defibrillator, cpi model 1793, was not able to be interrogated during routine evaluation. Several attempts to communicate with the device were made with the MFR's programmer-s- with no success. Boston scientific technical support recommended magnet placement over the ICD to determine if the device was active. This was also unsuccessful as there were no beeping tones elicited during magnet application. Boston scientific tech support indicated the ICD is under warranty from the MFR, as it was implanted in 2003. To the best of our knowledge, this model is not currently affected by recent advisories/recalls.